Manufacturer narrative:
H10: attempts were made to obtain information regarding device repair with no response from the reporter and therefore cannot be determined. The unit was returned to service. No other anomaly was reported. H11: updated g1.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 02feb2021.

Event description:
The customer reported that the unit is alarming high internal o2. The customer contacted product support and reported that the customer performed the high internal o2 alarm testing and noted .66 volts. Product support advised the customer to replace the sensor board. The customer reported that the unit was not in use on a patient.